Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with an unknown mentor gel implant and experienced left sided rupture post procedure. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 69-year-old female underwent breast augmentation revision with an unknown mentor gel implant and experienced left sided rupture post procedure. Upon receipt the device contained cloudy gel. No foreign material was observed within the device and gel was observed on the shell surface. During the evaluation the device was found severely rented and was received incomplete. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device to avoid compromise the devise integrity. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).